Event description:
It was reported that patient had left hip revision due to dislocation. She was sitting on the bed and heard a "pop" she never fell.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding dissociation of a trident constrained liner was reported. The event was confirmed device evaluation and results: the inner bipolar subcomponent of the subject device was returned dissociated from the outer poly shell, confirming the reported event. Evidence of stem neck impingement was noted on the outer poly shell of the constrained liner. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other similar events have been reported for the subject manufacturing lot. Conclusions: evidence of stem neck impingement was noted on the outer poly shell of the constrained liner; patient x-rays and operative reports would be required to evaluate if this impingement was secondary to excessive patient activity, component positioning, or other factors.

Event description:
It was reported that patient had left hip revision due to dislocation. She was sitting on the bed and heard a "pop" she never fell.